Event description:
The device was returned from customer for service for a reported recall failure code. During service by baxter technician, the device history revealed that failure code 810:04 had occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.